Event description:
Physician reported that the distal tip of the needle broke off during arthroscopic knee procedure. Needle fragment was not retrieved. No reported patient injury.

Manufacturer narrative:
Evaluation summary: the returned device was decontaminated and inspected. The needle tip fracture was confirmed. There were no abnormalities observed on the upper jaw, lower jaw, and the remaining needle. Welds were inspected and no abnormalities were observed. The remaining needle properly engaged the rails of the lower jaw and tracked as expected. The device met all specifications and functional requirements that could be evaluated without a needle tip. The lot history record was reviewed and no manufacturing related issues were identified that would affect device function during use. The local ceterix representative described that the meniscus was migrating peripherally during needle deployment. This may have caused a shallow enough needle trajectory to allow the needle to slide under the meniscus and miss the suture trap in the upper jaw. The IFU describes the need to apply forward pressure on the device prior to and during deployment to prevent the tissue from migrating distally.